Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5095080.

Event description:
It was reported that the patient experienced increasing rib stimulation as well as inadequate pain relief. It was discovered during reprogramming that there were high impedances on the right lead. The patient underwent a revision procedure where the spinal cord stimulator (scs) leads were replaced. The patient was doing well postoperatively, and the explanted leads were kept by the medical facility.